Event description:
It was reported that the patient was admitted from (B)(6) 2019 for melena. The patient's hemoglobin had recently dropped 3 units, from 13 to 10. An esophagogastroduodenoscopy evidenced a recently healed ulcer in the patient's duodenal bulb without stigmata of recent bleeding. The patient's aspirin was held after discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was admitted due to melena. The patient hemoglobin dropped from 13 to 10. On (B)(6) 2015, a egd noted a healed ulcer in the duodenal bulb without stigmata of recent bleeding. Aspirin was withheld after discharge. No further information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.